Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the patient underwent a primary left l5-s1 spinal root decompression. In 1999, the patient presented with recurrent left leg pain which was moderate in intensity. Physical therapy was initiated. An MRI revealed "minimal enhancing post-op scar and no acute disc herniation". The outcome of the event is unknown as the patient was lost to follow-up. The investigator classified this event as unrelated to adcon-l. The investigator noted "epidural fibrosis" as a possible explanation for the event.